Event description:
Procedure type: pancreas. According to the reporter: when camera was inserted through trocar, a piece (look like glue) dropped. It is not clear where the piece came from. It did not drop into cavity. Operating time was not extended. There was no tissue damage, nothing fell into the cavity and no additional bleeding. No pt injury was reported, no other pt info available.

Manufacturer narrative:
(B)(4).